Event description:
False positive result(s). I had 3 false positives in a row over the course of 1 day. I canceled christmas eve and day dinners. When I tried a different brand it was negative, tried the flow flex again it was positive. I was able to get a pcr the next day negative. This test was completely wrong, multiple times, even when other brands and a pcr were correct. This test doesn't work, at all, get a different brand.